Event description:
It was reported that during advancement of the coil out of the introducer sheath, it broke at the main junction. There was no patient involvement.

Event description:
It was reported that during advancement of the coil out of the introducer sheath, it broke at the main junction. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was still attached to the distal end of the delivery wire. No anomalies were noted to the main coil or to the main junction. There was no evidence of the coil breakage. The proximal contact was found to be broke off the proximal end of the delivery wire. There was a kink noted on the delivery wire. It is likely that the delivery wire kinked and the proximal contact broke as a result of force being applied to advance the coil from the introducer sheath and this is considered handling damage. Analysis of the returned device did not find any evidence that the coil had broken. The proximal contact is a subcomponent of the device located at the proximal end of the pusher wire and remains outside the patient at all times during the procedure; there is no contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.